Event description:
Rn providing wound care to pt with frank bleeding. Had donned latex exam gloves, noted index finger of right glove was ripped two thirds of the length of the finger. Rn was in contact with bloody drainage. Hands immediately washed. With attempts to reglove to finish care, two other gloves ripped, one at cuff edge and other at finger. Cna in home states gloves had torn also with her use of product. Occupational health staff at hosp stated no follow up was needed if exposure to blood was brief, immediately cleansed, and no open skin areas.